Event description:
"Tip fell into abdomen of pt. Tip retrieved from abdomen."

Manufacturer narrative:
The returned units were visually inspected. One monarch tissue retrieval system was returned without the tissue bag. The tissue bag and cord were cut off before the bead. The bead, clamp and snap ring assembly was taped to the monarch tube. Of the returned units, all were found to be in good condition with no broken, cracked or deformed parts. The incident described on the cer cannot be investigated since the tissue bag was not returned.